Manufacturer narrative:
The user was inserted with the sensor on 9 august 2021. The user experienced an infection at the insertion site shortly after the insertion and was prescribed antibiotics by his prescriber. The user is doing fine, and the issue has been resolved. No further investigation is required.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where the user reported an infection at insertion site.